Event description:
Per complaint (B)(4), at incoming inspection, the distributer noticed dust-like particles adhered to the surface of straight abutment comfort cap. There was no patient involvement.

Manufacturer narrative:
Follow-up submitted to report additional information. (B)(4).